Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Of note, the device was implanted for approximately 13 years prior to the revision. Since it was reported the current health status of the patient is unknown, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (b)(6 2009, the journey I poly post had broken. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a unknown journey knee impl was exchanged. Patient's current health status is unknown.